Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the dongle was loose and causing the imaging system to randomly go into e-stop. Dongle was replaced due to a damaged screw. Replacing the dongle resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect dongle has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the dongle was damaged and causing the system to go in and out of e-stop. There was no patient present at the time of the issue.